Event description:
The pt reportedly experienced a loss of lock between her external equipment and the implant. External equipment was exchanged and programming adjustments were made, however, the problem was not resolved. Surgery to explant the pt's device will be scheduled.